Manufacturer narrative:
This event is being reported to the FDA in an abundance of caution due to the allegation that the patients preexisting wounds have grown 2 cm while using the cushion, which required medical intervention by a health care professional to preclude death or serious injury. However, the cushion is only one of many potential contributing factors of the patient developing sores. Pressure sores are injuries to skin and underlying tissue resulting from pressure on the skin when resting in a position for an extended period and can occur regardless of the resting surface being used. Development of pressure sores is multi-factorial. In addition to pressure, primary external causes include friction and shear. Individual risk factors also play a key role in increasing the patient's susceptibility; examples include, but are not limited to: patient size, weight, immobility, lack of sensory perception, incontinence, medical conditions affecting blood flow, poor nutrition, and poor hydration. The management, treatment and prevention of pressure sores should be individualized and depends on the patients medical history, risk factors and physical status. In all cases, care is pivotal in pressure sore prevention. Education, clinical judgement, and action-based planning based on vulnerability are fundamental factors in the prevention and treatment of pressure sores. It is very important for the patient to reposition themselves, or to be repositioned, on a regular basis. It is the standard of care that the patient¿s condition should be monitored frequently, and their individualized care plan should be reviewed regularly by caregivers, adjusting for changes in the patient¿s condition and environmental factors. There was no alleged deficiency/malfunction with the cushion. The contouru cushions are customized for each individual user using the patient's unique shape. The process may require some trial-and-error in order to find the best fit for the patient. Changes to the cushion may also be required as the patient's needs change. The cushion was made according to the specifications provided and has been in use for seven months; it is just no longer a good fit for the patient. A replacement cushion is being made with modifications to better fit the patient.

Event description:
The patients had preexisting pressure sores that have grown 2 cm while using the contour u seat cushion and now require professional care. A smaller air bladder had to be used due to the size of the cushion. The cushion was made to specification and no additional information was provided at this time.